Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has another device to monitor glucose. Caller said when the other device was on the right arm the sensor worked but when it was on the left arm it refused to pick anything up. Caller said the ins is on the patient's right side. Patient said the ins was on both times. Reviewed if they have trouble again can try turning stim off. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.